Event description:
It was reported that when a device was used during a high anterior resection, the bowel wall was very edematous, the device fired but would not cut. He had to detach the anvil head from stapler, in order to remove stapler from anal canal. Another device was used to complete the case. There was no consequence to the pt.